Event description:
Allegedly, eprd reported 685 cases, 34 complication (12 infection, 6 dislocation, 2 aseptic loosening, 5 other and 9 unknown). No further information was reported. No further information was reported on the matter. 12 infection incidents: (B)(6). 6 dislocation incidents: (B)(6). 2 aseptic loosening incidents: (B)(6). 5 other incidents: (B)(6). 9 unknown reason incidents: (B)(6).